Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the insulin pump won't turn on after being exposed to moisture. The customer's blood glucose level was 370 mg/dl. The customer was assisted with the troubleshooting. The display did not return after insulin pump restart. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with peeling keypad overlay and damaged serial number label.